Manufacturer narrative:
(B)(4): damaged articulation gear teeth. Evaluation summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with no cartridge present. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the left, center and right position the staple formation was not conforming due to the damaged articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specification. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure, the articulation knob did not work properly. The case was completed with another device. There was no pt consequences.